Event description:
It was reported that the customer required medical intervention by emergency medical services to address a low blood glucose event. The customer stated that he was unsure of whether the low blood glucose was caused by his miscalculation of the bolus amount. He reported that the sensor was sometimes inaccurate. He stated that he did not know whether the issue with emergency medical services was related to the sensor readings. He observed that his blood glucose typically runs low. The customer did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-16609.